Event description:
While undergoing surgery and attached to sims level 1, hot line infusion/blood warmer infusion tubing internal lumen with blood product and external lumen with sterile water media to warm blood breached allowing mixing of the blood product and water. It appears blood entered warming media and water media enter infusion. Anesthesia identified problem terminating use of machine. No serious injury or complication presented; however, post-operative recovery slowed somewhat with a limited surgical site infection that may or may not be attributed to the product failure. Full recovery anticipated by physician.